Event description:
A pt with a trach was being prepared for discharge home. The family member placed a corpac internal feeding tube into the pt. The pt became irritable after the feeding. The feeding tube was found in the pleural space. A hole was found in the lung, along with 73cc of milky white fluid. The fluid was removed with a chest tube.